Manufacturer narrative:
The returned ipg was analyzed and the reported event was confirmed. An internal electrical test revealed excessive current leakage due to asic u3 damage. The exposure to electrocautery caused an electrical short within asic u3 that resulted in the inability to charge and communicate with the ipg.

Event description:
It was reported that the patient experienced frequent ipg charging following a lead replacement procedure (MFR 3006630150-2020-02822) wherein electrocautery was used in the midline incision. The database analysis of the battery discharge revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient experienced frequent ipg charging following a lead replacement procedure (MFR 3006630150-2020-02822) wherein electrocautery was used in the midline incision. The database analysis of the battery discharge revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.